Event description:
It was reported that the there was skin redness at the site of the device. Surgical intervention was required to move the device to a more medial position to prevent the redness. The device remains in use. It was further reported, post procedure, that the left ventricular (lv) lead failed to capture. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1688tc-58 lead, implanted: 2013-(B)(6). (B)(4).